Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his discontinued treatment. When he opened the cassette door following a cycler alarm, he discovered fluid coming from the cassette door. He was advised to contact his pd nurse. The sample was not retained for evaluation. During follow up his pd nurse reported that his effluent was clear. He did not have signs of infection. He was prescribed prophylactic antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.